Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for pre-dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another 2.5x40x144cm coyote es balloon catheter. No patient complications nor injuries were reported.